Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternate phone number: (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within seconds of starting continuous veno-venous hemodiafiltration therapy using a prismax machine and a prismaflex m150 set, an air in blood alarm was generated. The deaeration chamber was observed to have completely filled with foam. Troubleshooting was unsuccessful and the treatment was ended without the extracorporeal blood being returned to the patient. The foam had completely filled the deaeration chamber and return monitor line, reaching the transducer filter and the machine had stopped for 10 minutes. The patient was disconnected without returning the blood. The event was reported twice. There was no patient injury or medical intervention associated with this event.